Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision reported by (B)(6). Left hip. Reason for revision: unknown. No products provided -two dummy products inputted. 2 part revision: 1st set of products implanted on (B)(6) 2005 and revised on (B)(6) 2005 with more asr products. These products were then revised on (B)(6) 2015. Please see (B)(4) for first revision. Patient is bilateral - see (B)(4) for right hip. Update 21 october 2015: updated dor (queried dates), added reason for revision as metal ions, added revision surgeon and hospital details, added 4 products with man/exp dates for cup, head and sleeve (queried stem lot number). Taken from original (B)(6). Update 22 october 2015:added stem lot number, manufacture and expiry dates. Confirmed doi as (B)(6) 2005 and dor as (B)(6) 2015. Taken from reply to (B)(6).